Event description:
It was reported that the battery wedge would not hold a charge. No other details regarding the nature of this event were provided.

Manufacturer narrative:
A back-up device was brought to the room in case of power loss. The battery is not switching over when the customer loses alternating current (a/c) power.

Event description:
Additional information: the report issue occurred during set-up of the device for a cardiopulmonary bypass procedure. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was able to verify the reported complaint. The fsr checked operation of the system and found a blown fuse in the a/c selector switch in the back of the battery module. The fsr replaced the fuse and recharged the batteries. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. The reported complaint was confirmed. No anomalies were observed during visual inspection. The product surveillance technician (pst) used a digital voltage meter (dvm) on resistance scale and verified the fuse to be blown/open. The open alternating current (a/c) line fuse will prevent the unit from charging batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.